Manufacturer narrative:
Hemolysis/patient-device interaction: no logs are available. The cause of hemolysis was most likely use issue related since hemolysis cleared after repositioning and no further hemolysis was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 65-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci), with a history of known diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Upon arrival to the cardiovascular intensive care unit (cvicu), red urine was noted in the foley catheter. Echocardiography showed the device positioned deep at 4.74 cm. The device was repositioned for a final measurement of 3.6 cm. Hemolysis cleared after repositioning and no further hemolysis was noted. Patient anatomical abnormalities included peripheral arterial disease/peripheral vascular disease (pad/pvd). There was patient movement just prior to the positioning issue. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as device position, anatomical abnormalities, and patient movement.